Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after the patient received intravenous general anesthesia, the subject device displayed a black screen, preventing the customer from continuing the operation. The procedure was rescheduled. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and additional information in d8 & h6. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.